Manufacturer narrative:
H6 investigation type codes and h6 component codes were updated accordingly based on the completed investigation. Corrected information has been provided in d1 (brand name) following identification of data entry error/incomplete information. The cause of the positioning issue was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. The patient was stable on p7 with some pulsatility noted. During an automated impella controller (aic-to-aic) transfer, upon restart of the impella in the receiving intensive care unit (ICU), an ¿impella in aorta¿ alarm was observed. Transthoracic echocardiography (tte) visualization indicated that the inflow appeared to be at the level of the aortic valve (av), with the pigtail positioned across the av. The catheter marking (cm) remained unchanged at 88 cm. A coronary care unit (ccu) fellow, in conjunction with the attending physician, advanced the device back across the av at the ICU bedside. The patient remained hemodynamically stable throughout the event. Post-repositioning, the inflow was noted to be 3.7 cm across the av and directed toward the apex, with the cm remaining at 88 cm. The patient outcome is still to be determined as the patient remains on support.